Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced were hospitalized due to diabetic ketoacidosis. The customer also reported that they were experiencing high blood glucose due to running out of insulin. The customer's blood glucose was over 500 mg/dl at the time of high blood glucose event. The customer's blood glucose was unknown at the time of hospitalization. The customer stated that they reverted to back-up plan. The insulin pump will not be returned for analysis.